Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the workstation lamp. The system was tested and found to be working as intended and placed back into service.

Event description:
During a pm inspection it was found that the x-ray lamp on the workstation of the 9800 system was burned out. It was also noted that there was intermittent lift motor operation. There was no report of patient injury.